Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle and the multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. The multifunction (mfc) cable used during the event was not returned for evaluation. However, it was recommended that the customer discard the old mfc cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message and restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.